Event description:
It was learned patient also has aortic stenosis.

Manufacturer narrative:
The device remains implanted; however, one dvd-r disc containing echocardiographic images pertinent to the case was submitted to edwards for evaluation. Impression: approximately 10 years and 10 months after aortic valve replacement with a 21 mm bioprosthesis, elevated gradients are noted and suggestive of moderate aortic stenosis. However, aortic valve anatomy suggests only mild focal sclerosis of the leaflets with normal leaflet mobility (and no significant valve dysfunction). The finding of a non-dilated proximal ascending aorta (< 3.0 cm diameter) and normal valve leaflet mobility raises the possibility of pressure recovery. Accounting for this, the aortic valve energy loss coefficient (elco) is 1.3 cm2, and the pressure recovery gradient is 8 mm hg (yielding a net gradient of 20 mm hg). The patient¿s body size is not reported, and some contribution of prosthesis-patient mismatch cannot be excluded. Both prosthesis-patient mismatch and pressure recovery would be expected to be present and relatively unchanged since the time of valve implantation; comparison of findings on the present echo with those on older post-operative echocardiograms would be of interest. However, based on the available findings, only minor changes associated with structural valve deterioration are found, without evidence of valve dysfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve, implanted 10 years and 10 months, will undergo a valve-in-valve procedure due to structural valve deterioration (svd). The procedure has not taken place and no additional details were provided.